Event description:
It was reported that the patient¿s blood glucose level was 200 mg/dl while wearing the pod on their abdomen for longer than 48 hours. The patient reported feeling a burning sensation at the infusion site. The patient changed the pod and noticed bumps with liquid, so they reached out to their healthcare provider and went to the doctor¿s office on (B)(6) 2026. The patient described the site as burning and hard to touch. The doctor diagnosed the patient with an inflammatory reaction to the insulin pump. The doctor drained the bump and applied topical antibiotics. The doctor instructed the patient to use skin tac wipes. The patient has been applying the pods to different areas on the abdomen and sometimes on the thigh. The patient is currently fine and using long and fast actin insulin shots.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion inflammatory reaction. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.